Event description:
It was reported" midline separated from the hub on a patient. Line was removed. Patient had to go into surgery to remove the line. When changing the midline dressing the rn noticed air returning to syringe. She removed the dressing and the catheter disconnected from the hub and remained inside patient."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regq0718 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged midline catheter was confirmed. The product returned for evaluation was one 18ga powerglide pro midline catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the molded joint. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported" midline separated from the hub on a patient. Line was removed. Patient had to go into surgery to remove the line. When changing the midline dressing the rn noticed air returning to syringe. She removed the dressing and the catheter disconnected from the hub and remained inside patient."